Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable results for multiple patients from the cobas e 801 module. Of the data provided, only the following results were discrepant. Patient 1 initial rubella igg result was 9.83 and the repeat result was 225. Patient 2 initial tsh result was 0.0559 and the repeat result was 3.25. Patient 3 initial tsh result was 0.0421 and the repeat result was 2.23. Patient 4 initial ft4 result was 2.7 and the repeat result was 16. No units of measure were provided. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The rubella igg reagent was 33613700. The tsh reagent lot number was 36541700. The ft4 reagent lot number and the expiration dates were requested but were not provided.

Manufacturer narrative:
The alarm trace from the day of the event contains one low alarm. Contamination at the pre-wash sipper station was found. Both the wash station and measuring cell were cleaned by the customer. There have been no further issues since the decontamination. The investigation did not identify a product problem. The cause of the event could not be determined.